Event description:
The baxter field service engineer noted an infusion pump with depleted batteries while servicing this device. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: this device was evaluated at the customer's facility on 01/15/2007. The condition of depleted batteries was confirmed. The batteries were replaced due to potential damage. This issue is currently being investigated. Review of the complaint history reveals similar reports have been received for this product for the reported issue.